Event description:
It was reported that an alarm was heard by the patient, but telemetry was not yet performed. The pump reportedly went empty because the patient was ¿in rehab¿ in the hospital, and missed a refill. Per the reporter, on (B)(6) 2015 the low reservoir alarm (lra) occurred, and on (B)(6) 2015, the empty pump reservoir alarm occurred. It was reportedly decided at that time she was not going to have a refill of the pump, and the patient wanted the pump explanted. The patient went to see the healthcare provider (hcp) and was told her pump was empty and no longer functioning. The hcp turned her pump "off" but she was still hearing the alarm. On (B)(6) 2015, the hcp programmed the pump to stopped pump mode, and on (B)(6) 2015, the patient heard the pump alarming. The patient was seen again on (B)(6) 2015 and the log showed a stopped pump period may exceed tube set message. The pump off password was provided and confirmed of receipt. The pump system was being used to infuse clonidine, morphine (unknown), and bupivacaine; and was later noted to have only been delivering bupivacaine and morphine (unknown). No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted:(B)(6) 2004, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient received assistance from their healthcare professional (hcp) or manufacturer¿s representative and currently did not have concerns with their device or therapy.